Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the image associated with the event was performed by an isi failure analysis engineer. The image showed damaged insulation on the conductor wire. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, insulation cable at wrist of fenestrated bipolar forceps instrument was observed to be damaged. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: damage was not noted during use, only noted by sterile processing staff afterwards.